Event description:
It was reported that this health care professional (hcp) called for review of device data as he suspected there was right atrial (ra) loss of capture. Technical services reviewed and did not think it was loss of capture, however, could be premature atrial contraction (pac)s or retrograde. Ra thresholds have been stable. It was noted there was some other v-a timing behavior seen in other stored episodes. Additionally, there was right ventricular (rv) loss of capture that occurred during a sinus driven pacemaker mediated tachycardia (pmt) episode. Technical services recommended to evaluate thresholds in clinic or to have the patient perform a patient-initiated interrogation. At this time, this pacemaker system remains in service. No adverse patient effects were reported.